Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explant report form the user was re-implanted with a cochlea implant.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem. Mechanical damages found are attributable to the removal surgery. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the long process coupler and was found dislocated at the time of explantation, which occurred as consequence of a post-operative fmt migration. The patient was re-implanted with a cochlea implant. This is a final report.

Event description:
The explanted device was received for investigation. The user was reimplanted with a cochlear implant.